Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the other reports, additional information became available. The receiver was returned for evaluation. The following were performed: external visual inspection, receiver charge and boot, final functional test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned product. The probable cause was the transmitter and application were unable to establish a connection.